Manufacturer narrative:
Device has not yet been returned to manufacturer for analysis. Report will be updated when new information is available.

Event description:
The slingbar hook snapped into two pieces when a child was lifted. No injury alleged.